Event description:
The customer reported via phone call that they received a button error alarm. Customer also reported the numbers went crazy when they attempted to enter their carbohydrates for a bolus. Customer's blood glucose was 200 mg/dl. The customer could not recall any significant events leading to the keypad issues. Customer stated they may have exposed the insulin pump to moisture. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.